Event description:
It was reported that a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2004. Subsequently, patient was underwent an irrigation and debridement procedure on (B)(6) 2004 due to pain, discomfort and a hematoma. Operative report noted serosanguious drainage during the revision procedure. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿early or late postoperative infection and allergic reaction.¿